Manufacturer narrative:
When this complaint was received, it was deemed not reportable because the monitor will audibly alarm in the event of a shut-down to alert the user so that they may take the appropriate actions. However, draeger was made aware of a user facility report (ufr) and after further consideration, draeger is reporting this event. Draeger is still investigation the reported incident. A f/u report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the delta monitor alarmed, shut down, and subsequently would not complete the power on sequence to restore pt monitoring. There was no pt injury reported. (B)(4).